Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced dizziness, fell, hit his head, and lost consciousness. The patient´s wife called the emergencies, and the patient was brought to the hospital. When a fingerstick was taken the cgm was reading 116 mg/dl and the blood glucose reading was 64 mg/dl. According to the patient, when the blood glucose reading was 64 mg/dl, no treatment was given. At the hospital the patient was given an unspecified intravenous liquid and had tests done like an ECG, and an x-ray and CT scan. The patient was in the hospital for about 4-5 hours before they we discharged. Besides the inaccuracy the patient stated that he thought the transmitter was at fault, but there was no clear indication of how this would have contributed to the event, and the patient did not share more information regarding this. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.